Event description:
A representative from (B) (4) reported that the mechanical structure of a jb-70 intraoral unit, (B) (4), separated from its wall mount which is mounted to a divider cabinet, at dr (B) (6) dental office. No injury was reported.

Manufacturer narrative:
Results: the divider cabinet wall which the x-ray unit was installed on. Conclusion: improper installation - the wall of the divider cabinet was not properly reinforced before the x-ray unit was installed. Therefore, the wall was not strong enough to hold the mechanical connection over time.